Event description:
It was reported the needle did not retract after wearing the pod on the leg between 4 and 24 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels rose up to 15.4 mmol/l (277.2 mg/dl).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.